Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 95 mg/dl, 300 mg/dl, 338 mg/dl, 164 mg/dl, 576 mg/dl and 117 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement was sent.